Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported the display of the epg (external pulse generator) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of a cracked display. The lcd (liquid crystal display) lower menu was missing pixels, and the lens was broke, the battery release and drawer were contaminated, and contacts compressed. The upper/lower case, ring cover, and side bail covers were broken, lead flex cover corroded, and the ring bail and battery drawer o-ring were missing. (B)(4).